Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter stated that a 12.6mm,tmicl12.6, -14.00/3.0/119, implantable collamer lens tore during loading. There was no patient contact, back up lens was used. If additional information is received a supplemental medwatch report will be submitted.